Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit turns off randomly was unconfirmed; the sr8 scanner is functioning properly. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number dybsac502 showed two similar complaints from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number (dybsac502) are: 1. Confirmed, root cause was identified as a motherboard and probe failure. (Reference: MDR number 3006260740-2020-01733) 2. Inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-20852) h3 other text : evaluation findings are in section h.11.

Event description:
Per tm unit turns off randomly.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two similar complaints from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as a motherboard and probe failure. (Reference: MDR number 3006260740-2020-01733) inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-20852) device not returned for evaluation

Event description:
Per tm - unit turns off randomly.